Event description:
It was reported by the patient that the left ventricular lead was "floating" after only five days of being implanted. The physician told the patient to wait for 30 days to see if the lead corrects itself, but the patient does not want to wait that long. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.